Event description:
During a remote follow-up, a loss of capture (loc) was observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient experienced dizziness and is stable with no consequences.